Manufacturer narrative:
An event of device embolization into the right atrium and removal of device was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. But, the patient's small retro aortic rim may have contributed to the reported embolization.

Event description:
It was reported that on (B)(6) 2023, a 14mm amplatzer septal occluder was chosen for implant using a 9f amplatzer trevisio intravascular delivery system. The defect was measured to be 12mm. The sizing of the device was determined using equalizer balloon calibration and echo measurements. Transesophageal echocardiogram (tee) imaging was used during procedure. The device was deployed and unscrewed from the delivery cable, and it was stable and well positioned. A stability check was performed prior to release of the device. Five minutes after the device was unscrewed from the cable, the device embolized to the left atrial appendage and then to the descending aorta. The device did not cause a partial or complete obstruction/blockage of blood flow. The device was retrieved using a transcatheter snare and was removed from the patient. The device was not replaced. The cause of the embolization was believed to be due to the patient's small retroaortic rim. The patient did not have any clinical signs or symptoms during or after this event. The patient remained hemodynamically stable throughout the procedure. The patient status was reported as stable.